Manufacturer narrative:
Date of report: 02jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported the device showing no oxygen connected. It is unknown if the unit was in use on patient at the time of the event, but this information has been requested. There was no patient harm reported. The customer contacted product support and requested for service repair. Other information is pending.

Manufacturer narrative:
The biomedical engineer stated that the unit does not have an issue. There was no product problem. The issue was caused by their test equipment. This is traced to a user error. The service call was canceled. After reviewing this file, it was determined that was reported in error. Per biomedical engineer, there was no product problem.